Event description:
During a right tfn procedure surgeon tried to insert the tfn lag screw two times before the screw would pass through the nail. The lag screw was finally inserted on the third attempt and locked in. Construct instruments involved: aiming arm, insertion handle, connecting screw, compression nut, trocar, wire guide, blade guide sleeve, nail, fixation screw. The surgery was completed with no further incidents. This is 3 of 9 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.